Event description:
It was initially reported that the patient passed away, the cause of death and relationship to vns is unknown. Good faith attempts for product return and additional information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: the initial reported provided information for the wrong generator. Through the investigation it was learned that the patient had generator replacement and was implanted with different generator at the time of death. Model #, serial #, lot #, expiration date (mo/day/yr), corrected data: the initial reported provided information for the wrong generator. Through the investigation it was learned that the patient had generator replacement and was implanted with different generator at the time of death. Device manufacture date (mo/day/yr), corrected data: the initial reported provided information for the wrong generator. Through the investigation it was learned that the patient had generator replacement and was implanted with different generator at the time of death.

Event description:
Product analysis was completed on the lead and generator. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received that the believed cause of death was sudep. The patient was found dead in their bed in the morning face down believed to be reaching for the magnet. The death was not related to vns.